Event description:
Reportedly, after appropriate lead connection with the subject device, episodes of intermittent pacing were experienced while pulling on the associated leads. Psa measurements on the leads confirmed normal values. Again the leads were reconnected, and intermittent pacing recurred. The pt is pacemaker dependant. There was an attempt to implant a second device (esprit dr; (B)(4) reported under MDR# 1000165971-2010-00912) and connection issues associated to atrial channel were experienced. A third device was subsequently implanted.

Manufacturer narrative:
On 09/24/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.